Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer requested replacement of both illuminator lamps on the system.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and found that only the tabletop illuminator¿s lamp needed to be replaced, for being past its rated life. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on (B)(6) 2017. Based on qa assessment, the product met specifications at the time of release. It should be noted that the lamp is rated for 400 hours of use and after this time, the lamp¿s performance will decrease. A system message advisory is displayed to alert the user to replace the lamp, but the lamp can still be used after this system message is acknowledged. The root cause can be attributed to the xenon lamp, which exceeded its rated life. The manufacturer internal reference number is: (B)(4).